Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 70 to 110 mg/dl. Testing performed five times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 3:18 pm) with results of "lo" and "lo." Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is unknown. Recall test results performed from meter memory: "lo" (B)(6) 2015 08:48 am fasting: yes; "lo" (B)(6) 2015 11:32 am fasting: no; "lo" (B)(6) 2015 02:00 pm fasting: yes; "lo" (B)(6) 2015 03:08 pm fasting: yes; "lo" (B)(6) 2015 03:09 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has low glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 70 to 110mg/dl. Testing performed five times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 3:18pm) with results of "lo" and "lo". Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is unknown. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.